Manufacturer narrative:
On (B)(4) 2011, a bci field service engineer (fse) replaced the no foam y fitting.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no foam solution leak. The customer opened the no foam cap and it squirted out. No injury was reported.